Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer's blood glucose level was 100-200 mg/dl.